Event description:
Plate broke three months after the initial surgery.

Manufacturer narrative:
A4, b6: the info was not included in the correspondence from the pt's lawyer. B6: no evaluation was able to be performed because the product was not returned.